Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.168.275s. Lot: l998458. Manufacturing site: grenchen. Release to warehouse date: 02.august 2018. Expiry date: 01.july 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. The patient developed necrosis postoperatively requiring revision surgery. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to necrosis of the femoral head. Originally, the patient was implanted with femoral neck system (fns) due to femoral neck fracture (garden  type) on (B)(6) 2019. However,  after the surgery, necrosis of the femoral head was confirmed. Thus, fns removal was done and bipolar hip arthroplasty (bha) was performed. All implants were successfully removed. The re-operation was successfully completed with stryker product. It was unknown if there was a surgical delay. Patient outcome was unknown. This complaint involves four (4) devices. This report is for one (1) bolt for femoral neck system 75mm length - sterile. This report is 2 of 4 for (B)(4).